Manufacturer narrative:
Information was received on 11-dec-2019 indicating that issue was discovered during testing procedures and there was no patient involved in the event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported complaint was confirmed. It was noted that the cause of the reported issue was a failing front piezo. Service will replace the front piezo to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smith medical cadd solis 2120 displayed low audible alarm. No patient adverse events reported.